Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 56 mg/dl with some confusion associated with an alleged time/date reset issue. The patient¿s bg was 95 mg/dl by the end of the call. The patient also stated that their doctor recently changed the basal rates in their pump due to the patient having low bg levels. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient had the wrong time in the pump due to the time change. The patient did not believe that the pump was related to their low bg, they believed it was due to their doctor changing the basal rates. Cts advised the patient to get in contact with their doctor to discuss this issue. No further assistance was needed at this time. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged time/date reset issue, with use error as a contributing factor.